Event description:
Caller states one of the coaguchek lancets was missing the protective cap. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The manufacturer received 1 used and 4 unused safe-t-pro lancets from the end-user. The allegation reported on the initial medwatch -- non-sterility due to missing end-cap -- was not observed with any of the returned product. One of the returned lancets was already triggered and unable to be fired, due to damage on the lancet wing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.